Manufacturer narrative:
Discrepant negative gradings in antibody screening and antibody identification for two samples from different patients on their ortho vision¿ analyzer. The root cause could not be determined, although it could be confirmed that there is no indication of any failure of the ortho vision¿ cims to perform as intended. No biased results were reported to the physician. The patients were not harmed. (B)(4).

Event description:
Complaint reporter is reporting discrepant negative gradings for column number 3 in antibody screening in the indirect antiglobulin test (iat) for a sample from patient 1 using ortho biovue system igg cassette lot igc011f (expiry date 17 september 2016) and 0.8% surgiscreen lot 8ss256 (expiry date 14 june 2016) and for column number 1 in antibody identification in the indirect antiglobulin test (iat) for a sample from patient 2 using the same lot of ortho biovue system igg cassette and 0.8% resolve panel c lot 8rc511 (expiry date 12 july 2016) on their ortho vision analyzer. Complainant/complaint reporter name: mrs (B)(6), bioanalyst. Event dates: (B)(6) 2016 for a sample from patient 1; (B)(6) 2016 for a sample from patient 2. Reported on: (B)(6) 2016 for patient 1 and (B)(6) 2016 for patient 2 by mrs. (B)(6) to ortho's helpdesk. The customer said that for a sample from patient 1, they had obtained a negative reaction for column 3 (cell 3) whereas based on the image displayed for the associated cassette ID (B)(4) on the screen, they would have graded the reaction for cell 3 as positive (indeterminate reaction or 0.5+ reaction strength). The customer said that a second sample from the same patient tested at the same time resulted in a positive reaction (0.5+ reaction strength) for cell 3 in column 6 of the same cassette ID (B)(4). The customer said that for a sample from patient 2 they obtained a negative reaction for column 1 (cell 7) whereas based on the image displayed for the associated cassette ID (B)(4) on the screen, they would have graded the reaction for cell 7 as positive (indeterminate reaction or 0.5+ reaction strength). Customer confirmed that an anti-m(mns1) antibody was identified for patient 1. No further details were provided. Customer confirmed that patient 2 was known to have an anti-lub(lu2) antibody.